Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Mentor received a photo of the device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with a left-sided 600cc mentor memorygel breast implant and a right-sided 550cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral capsular contracture of an unspecified baker grade as well as a rupture on the on the left side, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-13518 for the contralateral event.

Manufacturer narrative:
On november 14, 2022, mentor received additional information. The ruptured left implant was diagnosed via magnetic resonance imaging and computerized tomography scan. The patient reported experiencing unspecified symptoms of breast implant illness. As such, generalized illness has been added to the file. H6 health effect - clinical code e2402: generalized illness. Manufacturer's reference number: (B)(4).